Event description:
Follow-up identified the patient underwent surgical intervention to explant, replace and relocate the new ipg. The issue has resolved following the procedure.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient presented to the emergency room due to pain and discomfort (described by the patient as jolting) at the ipg pocket site regardless of stimulation. The symptoms were related to postural changes. The patient requested his system be explanted. Surgical intervention may be taken to address the issue.